Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain sensation around the implant side resulting in the decision to discontinue use of the device on (B)(6) 2013. The patient was hospitalized on (B)(6) 2013, to receive antibiotic treatment. A CT-scan (date not reported) revealed migration of the electrode array into the masteoid channel. The device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.